Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: neu_unknown_cath, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone [10 mg/ml] and clonidine [200 mcg/ml] via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient¿s dose was reported as ¿around 4 something a day¿ including the personal therapy manager (ptm) boluses which the patient rarely used. It was reported on 2017-feb-15 that the patient¿s pump was replaced back in (B)(6) 2016 as the hcp had confirmed the pump had been flipped and there were at least 50 kinks in the catheter. It was indicated that the hcp stopped counting the kinks at 50. It was also noted that the patient had lost about 200 pounds over the last two years. Additional information was received from the hcp on 2017-feb-28. It was indicated that the hcp had no further information about this event as the patient had just reported that they had the issue in the past with their previous pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.